Event description:
The hcp reported a pt hospitalized with baclofen withdrawal symptoms due to repeated pump motor stalls. Upon interrogation of the pump several motor stalls, with recovery, were recorded on the logs. The hcp denies any magnetic interation or MRI for the pt. Most recently the pump stalled and did not recover. They plan on replacing the pump. Specific pt symptoms and outcome were not reported. Add'l info has been requested, but was not available on the date of this report.